Event description:
During a follow-up, there was a perforation noted on the right ventricle. The right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event was for cardiac perforation. As received, the partial, distal portion of the lead was returned in one piece. Analysis of the lead found damages consistent with procedure damage. Th electrical evaluation did not find any indication of conductor fractures or internal shorts. All lead tip stiffness values tested in specification.